Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4296, implantable pacing lead, (B)(6) 2012; 4076, implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that within a week of implant, the patient developed a hematoma. The hematoma was evacuated as a result. The device remains in use. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.